Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
A piece of the tensioner came loose during surgery and fell into patient. Surgeon was able to retrieve the broken piece. No adverse consequences and surgery was completed.

Manufacturer narrative:
An event regarding damage involving a specialty triathlon gap balancer/sizer per file (B)(4) was reported. The event was confirmed. Method and results: device evaluation and results: the lock handle comes out of the gap balancer/sizer. There are two locking screws missing on both sides of the lock handle which does not allow the lock handle to move 360 degrees. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that damage was caused by disassembly of the device. According to lspti-b rev 2 it indicates in appendix I which devices can be disassembled for cleaning. The device under investigation is not listed in appendix 1 which concludes that it should have not been disassembled. This was a user error.

Event description:
A piece of the tensioner came loose during surgery and fell into patient. Surgeon was able to retrieve the broken piece. No adverse consequences and surgery was completed.